Event description:
Report rec'd from the USA stating that the device has "hose damage". It is unknown if the device was being used during surgery. It is known that no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If add'l info is rec'd, a supplemental report will be submitted. (B)(4).